Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in a lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is torn/split/cracked and cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, it was reported that the patient could not "tolerate and adapt to glare and halos from a multi-focal lens." The iol was exchanged for a different model iol in a secondary procedure. There are two medical device reports associated with this event. This report is associated with the patient's right eye. Additional information was requested.